Event description:
Revision surgery: due to knee scar tissue and instability.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 12 months of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this part from this lot. The root cause of the instability was reported as knee scar tissue. There is no information reported that showed a material, design, or manufacturing problem with the product.